Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot# :unknown, implanted: (B)(6) 2019, product type: lead. All codes belong to lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. The patient reported that her lead had dislodged and when she puts it back in, it dislodges again. The patient was advised to reach out to the clinician. It was noted that the trial started on (B)(6) 2019. No further complications were anticipated/reported.